Event description:
Additional information received indicates surgery was undertaken on (B)(6) 2025 wherein the ipg was explanted and replaced.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. Correction: section b1: product problem should have been checked along with adverse event.

Manufacturer narrative:
Date of event is estimated.

Event description:
It was reported that the patient's ipg is unable to connect to any external device and was deemed inoperable. To address the issue, surgical intervention may take place in the future.